Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation. The reported complaint of system error 3 alarm is not confirmed. A service technician serviced the pump and could not reproduce the reported complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when transferring a patient from the cath lab to the cardiac ward, which is a couple of floors apart, the intra-aortic balloon pump (iabp) unit had a pump valve control error. As a result, staff swapped out this faulty unit for another one, which worked fine. It was reported that there was a delay to therapy but patient fine. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when transferring a patient from the cath lab to the cardiac ward, which is a couple of floors apart, the intra-aortic balloon pump (iabp) unit had a pump valve control error. As a result, staff swapped out this faulty unit for another one, which worked fine. It was reported that there was a delay to therapy but patient fine. There was no report of patient complications, serious injury or death.